Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 (B)(4) implanted: (B)(6)2016 explanted:(B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead serial# (B)(4) found lead/body/conductor/broken/anchor site unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient had a loss of stimulation. One of the originally implanted leads was found to have hi gh impedance. The patient stated that she fell out of bed. A lead revision was performed. They removed the affected lead and replaced with a new lead. A visible fracture was seen within the lead toward the contacts. The issue was resolved as of (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use. No further complications were anticipated.